Manufacturer narrative:
(B)(4).

Event description:
On the day the immediate implant was placed in ada site 3 in the mouth, primary stability was not achieved. Clinician reports poor bone quantity in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the immediate implant was placed in ada site 3 in the mouth, primary stability was not achieved. Clinician reports poor bone quantity in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.